Manufacturer narrative:
Biomed reported the v60 has software version 1.10 and stated that the v60 display is dim. The customer was advised that the user interface will need to be replaced and the software version updated to 2.10. Advised the customer to call back to install the part if they needed any assistance. Advised customer page 178 of the v60 service manual is the reference for the repair. No other information was provided. The case is closed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported dim display. There was no patient involvement.